Event description:
A medtronic rep reported that there was a problem with the o-arm drape ripping. The issue required moving the o-arm out of the sterile field with the new drape. There was no pt present.

Manufacturer narrative:
There was no pt was involved with this concern. The device was returned to the mfg site and the eval is in progress.